Event description:
It was reported that approximately 1 hour post a da vinci si hysterectomy procedure, while cleaning the monopolar scissors (mcs) instrument, it was noted that one of the mcs instrument blades was sheared off. A flat x-ray of the patient's abdomen revealed that the scissor blade was located in the patient's pelvis. The patient was returned to the operating room and the instrument fragment was laparoscopically removed. On (B)(6), 2010, (B)(6) reported that there were no post operative complications experienced by the patient and the patient's hospitalization was not prolonged.

Manufacturer narrative:
The monopolar curved scissors instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Per the case notes, the instrument fragment was retrieved from the patient and there were no patient complications.